Event description:
59 y/o male undergoing CT guided drainage of rt gluteal abscess. Tip of guide wire (approx 7.5cm) apparently broke off in pt. Radiologist could not retrieve the wire. The pt was taken to surgery for surgical exploration and removal of the wire fragment under general anesthesia. Post-op recovery uneventful.